Manufacturer narrative:
The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb). The unit passed extended self-testing. Covidien ref.:(B)(4).

Event description:
A report received from (B)(6) stated an 840 ventilator experienced a device alert which rendered the graphical user interface (gui) inoperable. There was no report of pt involvement.